Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The supplies in use during the occlusion alarms had been in use for 4 days and no damage was noted to any of the pump supplies. The customer experienced an elevated blood glucose (bg) level of 639mg/dl and diabetic ketoacidosis (dka) caused by a stomach virus and the occlusion alarms. The customer was taken to the emergency room (ER) and received treatment in the form of intravenously delivered fluids and insulin. The customer left the ER with a bg level of 236mg/dl and was subsequently admitted to the hospital. While in the hospital, the customer received treatment in the form of intravenously delivered insulin, fluids and dextrose. Multiple attempts were made by tandem¿s technical support to obtain the customer's release date from the hospital; however, no response was received.